Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3; reference MFR. Report# 1627487-2018-08090, reference MFR. Report# 1627487-2018-08091. It was reported the patient's leads were protruding over the right shoulder blade. Reportedly the patient experienced discomfort described as pain in their upper right extremities. As a result the patient underwent surgical intervention 07 august 2018 wherein the lead was revised. Reportedly the ipg was electively replaced. Effective therapy was restored post operatively.